Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed. The helix of the lead was extrinsically bent, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented, the lead was returned with the helix bent and stretched. (B)(4).

Event description:
It was reported that the mechanical function of the right ventricular (rv) lead failed when the tip of the lead was extended it failed to retract back. The physician cut a tiny part of extended tip and tried to place the lead with extended tip half cut, but it did not work. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.